Event description:
It was reported that during follow-up one week post implant, low sensing was observed. The device was explanted and replaced. The patient was in good condition following the surgery.